Event description:
It was reported that during a ptca procedure involving a lesion in the right coronary artery (rca), the liberte' monorail stent failed to cross the lesion and upon withdrawal, stent damage was noted. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.